Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that one day post-implant this right ventricular lead exhibited loss of capture. Device interrogation found lead impedance and sensing were unchanged but x-ray confirmed the lead had dislodged. A revision procedure was subsequently performed wherein the lead was successfully repositioned. The physician later noted that they suspected the dislodgement to be the result of the patient's large stature. No additional adverse patient effects were reported. This lead remains in service.